Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Date returned to manufacturer is unknown. The date of investigation was used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had erroneous results. No serious injury medical intervention.